Event description:
Caller reported that pump quick bolus/wake button was difficult to press and required multiple presses to activate the screen, despite attempts to resolve it by changing finger positioning and removing the pump from its case. There was no reported adverse impact to customer¿s blood glucose level as a result of the issue. Technical support assisted caller by instructing them on multiple methods to operate the button and ultimately decided to replace the pump, while the patient used an insulin pen as a backup.